Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection identified the front panel bezel gasket was drooping over the front panel overlay and the heater tray button was cracked. Multiple ¿m65 scale reading¿ and ¿heater bag not detected¿ alarms occurred during a simulated treatment. The load cell verification failed due to the position of the load cell bracket. After loosening the screws on the load cell bracket and adjusting the position, the load cell verification passed without complications. A second treatment was initiated and completed without further complications. An internal inspection was performed and identified discolored pneumatic tubing and pneumatic filter. The cause of the encountered discoloration could not be determined. The internal inspection noted that there was no evidence of dried fluid inside the cassette compartment and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 183% of their fill volume. There were no patient symptoms or an adverse event reported. The patient had a last drain volume of 5114 ml and their largest fill volume was 2802 ml. The reported large drain of 5114 ml was 183% over the expected volume which resulted in a reportable device malfunction. Additional information was solicited but unavailable.